Event description:
The customer stated that after changing the phosphorus reagent, run on the architect c8000 analyzer, the control values are 0.0 mg/dl before and after calibrating. There was no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.